Event description:
An endeavor stent was implanted during the index procedure. Approximately 32 months post the index procedure, the patient suffered a myocardial infarction.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).